Event description:
It was reported that an elevate apical & posterior mesh device was implanted on (B)(6) 2009, to treat the pt for pelvic prolapse. The information states that after the implant procedure the pt experienced pain in the vagina and with intercourse. Treatment included steroid injections, vaginal estrogens, vaginal compounded muscle relaxants, pelvic floor physical therapy, neurontin, topical analgesics, and surgical revision. Outcome indicates that the pt continues to have pain. The physician reported no "product related complications."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.